Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the issue occurred during lap vats (video-assisted thoracoscopic surgery). After the first reload, first clip (handle) with the first charger (reload) was used on a lung bronchus and it worked. But when the same clamp (1st handle) was used with the second feeder (2nd reload) it did not cut and staple. After that, they used the second clamp (2nd handle) on a black charger (axt reload) but it did not work either. They change the handle and reload to resolve the issue in order to complete the case. There was no patient injury.

Event description:
According to the reporter, the issue occurred during lap vats (video-assisted thoracoscopic surgery). After the first reload, first clip (handle) with the first charger (reload) was used on a lung bronchus and it worked. But when the same clamp (1st handle) was used with the second feeder (2nd reload) it did not cut and staple. They suspected clamp blacked so they used another clamp (2nd handle) with the first charge but it did not work as well. After that, they used the second clamp (2nd handle) on a black charger (axt reload) but it did not work either. They change the handle and reload to resolve the issue in order to complete the case. Additional operation was performed to correct the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.